Manufacturer narrative:
No product was returned for evaluation. A replacement button assembly was sent to a contract service representative in order to repair the device. The investigation is ongoing.

Event description:
A user facility reported that the mode button on their vaser amplifier stopped working during a procedure. The issue occurred while the patient was under general anesthesia and the procedure was cancelled. There were no health consequences to the patient, however, this event meets the definition of a serious injury per solta medical reviewer due to the aborted procedure as well as the greater than one hour delay while under general anesthesia.

Manufacturer narrative:
Field service evaluated the system and confirmed the damaged mode button. It is unknown what caused the damage. Field service replaced the mode button and vaser button cable assembly. After repairs, the system passed functional and electrical safety tests. No patient injury occurred but it was reported the patient was under prolonged anesthesia for 60 minutes or greater. Delayed procedure due to an inoperable system is identified in the vaserlipo system risk assessment. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Review of manufacturing records show final manufacturing test verification specifications are acceptable. No nonconformities or anomalies were found related to this event when reviewing the device history record. Based on available information the delay in surgery was caused by a damaged mode button. Cause of the damage could not be determined. No corrective action is necessary at this time.